Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months. Device evaluation: the report of a potentially compromised percutaneous lead can be confirmed based on the evaluation of the returned lead. Approximately 11 inches of the external portion/distal end of the percutaneous lead was returned. Continuity testing was performed on the returned portion of the lead and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a partially fractured brown wire, adjacent to the metal/controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the brown wire were exposed. The partial fracture of the wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The partially fractured brown wire could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that there were pump stoppage events produced by the lvad system. The system controller log file analyzed by the manufacturer's technical services team member confirmed multiple low speed operations and pump stoppages. A distal end percutaneous lead (driveline) replacement was completed on (B)(6) 2016. No additional information was provided.